Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that inappropriate antitachycardia pacing was delivered by the device due to supraventricular tachycardia (svt) being classified as ventricular tachycardia (vt). As a result, the svt accelerated into ventricular fibrillation (vf). The device converted the vt with high voltage defibrillation therapy. Abbott technical support reviewed the event and alleged the device performed as expected based upon its programmed settings. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.